Event description:
On november 24, 1998, the pt underwent deployment of a 3.0 mm nir stent in the mid segment of the left anterior descending artery. The procedure was complicated by rupture of the left anterior descending just distal to the stent resulting in cardiac tamponade. The pt was resuscitated in the cardiac catheterization lab and an acs 3.0 mm x 20 mm rx life stream perfusion balloon catheter was deployed in the mid left anterior descending in an attempt to seal the rupture and perfuse the distal vessel. The pt was transported to the operating room where the left anterior descending was ligated and a bypass graft was placed to the distal vessel. During the operative procedure, the perfusion balloon catheter was removed from the right groin. On 11/27/1998, a transesophagel echocardiogram revealed a foreign body in the ascending aorta extending into the left main artery. Cardiac fluoroscopy and coronary angiography revealed this to be the distal portion of the perfusion balloon which was retained within the left coronary artery. Attempts to retrieve the catheter using a snare were unsuccessful. The distal portion of the catheter was retrieved on 12/11/1998 by median sternotomy and aortotomy.